Event description:
Caller reported a cartridge alarm issue with the pump. There was no adverse impact to the customer's blood glucose level. Customer was advised and agreed to return the problematic pump to tandem using a pre-paid label and a return box provided by the company, after which a replacement pump would be sent. Customer was informed about programming settings and connecting their cgm to the new pump, and was instructed to put the old pump in storage mode before sending it back. Customer reverted to an alternative method of insulin therapy.